Event description:
During a premium therapy treatment, the daily record and the treatment sheet print out recorded the same field has been delivered twice. At the end of the treatment the software warned the fraction was incomplete and a finish field was created, without the pt present. Following this another warning occurred.